Event description:
Consumer complaint of low blood results. Customer states the he feels well and requires no medical attention. Customer's expected blood results are 80-150mg/dl fasting. Verified the strips expire 09/30/2017. Customer confirms the strips are stored properly and that the strips were first opened (B)(6) 2015. Reviewed meter memory: 88mg/dl, (B)(6) 2015, 10:36:00 am, fasting: yes; 143mg/dl, (B)(6) 2015, 11:00:00 am, fasting: yes; 86mg/dl, (B)(6) 2015, 02:20:00 pm, fasting: yes; 75mg/dl, (B)(6) 2015, 10:33:00 pm, fasting: yes; 129mg/dl, (B)(6) 2015, 10:31:00 pm, fasting: yes. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: user's test strip had poor storage.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).